Event description:
It was reported that the screw in the back of the handpiece fell out causing the inner contents to come out. The event did not occur during a procedure and there were no adverse consequences.

Manufacturer narrative:
As of the date of this report the device has not been returned for evaluation. A follow report will be done if the device is returned and an investigation is completed.